Event description:
It was reported by the healthcare professional (hcp) that this cardiac resynchronization therapy defibrillator (crt-d) showed signs of premature depletion, evidenced by elevated current drain and power consumption of 207 microwatts and 414 percent, as well as intermittent low impedance readings and cal noise affecting the left ventricular pacing circuit. A request was made to have data from this device analyzed. Data analysis determined that these findings were consistent with a device-related electrical malfunction due to a latent gate oxide defect within the pace switch multiplexer. This defect resulted in abnormal electrical stress on the pacing pathway and raised concern for secondary impact to connected leads. Based on the identified electrical defect and associated risks, device replacement was recommended. To date, this crt-d remains in service. No adverse patient effects were reported. Additional information reported inappropriate therapy associated with right ventricular (rv) lead oversensing noise. In clinic evaluation identified reduced battery longevity estimated at approximately 2.5 years. Device programming was adjusted to rv only pacing. The patient was brought to the emergency room (ER) via emergency medical services (ems). After consultation with the emergency department physician, tachyarrhythmia therapy was disabled to mitigate the risk of further inappropriate therapy. The device tachy therapies remain disabled in accordance with the stated wishes of the patient. A request was made to have data from this device reanalyzed. Data analysis confirmed findings consistent with a malfunction involving one of the integrated circuits of the device. Subsequently, this crt-d was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported by the healthcare professional (hcp) that this cardiac resynchronization therapy pacemaker (crt-p) showed signs of premature depletion, evidenced by elevated current drain and power consumption of 207 microwatts and 414 percent, as well as intermittent low impedance readings and cal noise affecting the left ventricular pacing circuit. A request was made to have data from this device analyzed. Data analysis determined that these findings were consistent with a device related electrical malfunction due to a latent gate oxide defect within the pace switch multiplexer. This defect resulted in abnormal electrical stress on the pacing pathway and raised concern for secondary impact to connected leads. Based on the identified electrical defect and associated risks, device replacement was recommended. To date, this crt-d remains in service. No adverse patient effects were reported.